Manufacturer narrative:
Additional narrative: a manufacturing investigation summary was conducted/performed. He report indicates that the: we are not able to determine the exact reason for this reported problem, we can only assume that the inserting angle from the screws caused to this damage, then in technique guide (036.001.527, page 42) is written ¿locking screws ø 2.7 mm must be inserted at zero degrees and must be tightened to 1.2 nm.¿ as we are not sure which lot no. Is affected, DHR review is not possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon was completing a routine open reduction internal fixation (orif) of the distal fibula using the variable angle-locking compression plate (va-lcp) lateral distal fibula plate. The plate was temporarily affixed to the patient with 2 1.6mm kirschner wires. He used the va-lcp coaxial drill sleeve and the 2.0mm drill bit to drill his pilot hole in preparation for placement of his first 2.7mm standard locking screw in the distal portion of the plate. He chose a 16mm standard locking screw and inserted it into the predrilled hole. Doctor used the 0.8 nm torque limiting attachment whilst inserting the screw. On advancing the screw the screw head did not engage in the plate. The hole that was used was a va locking hole (2nd hole in from the most distal portion of the plate that is almost in line with the coaxial hole on the posterior aspect of the plate). The screw head was partially in the plate and continued to turn in the same position, without advancement on further continued turns of the screwdriver. He replaced the 16mm 2.7 standard locking screw with a 14mm 2.7 standard locking screw and the same scenario occurred. He then took the plate off the patient. He placed the screw into the plate without it being on the patient and tried to insert the screw so he could get a better understanding of what was happening. The screw again, continued to turn and not engage in the plate. He then proceeded to use the lcp lateral distal fibula plate the hospital has on shelf. He noted that on placement of every 2.7 screw in the distal portion of the lcp plate there was the correct click of the torque limiting attachment. No adverse patient related issues post-surgery. There was a twenty minute delay in the procedure. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.